Event description:
I had ultherapy performed on my lower face/chin area which was extremely painful. Swelling and numbness lasted for over 3 weeks. Everything seemed until the new year (2016). I began noticing my eyes seemed sunken in and hollow looking. Pangs of numbness still remained and a tightening feeling began. Slowly over the next 3 months, the face I once knew is no longer. I couldn't understand why I was changing. All the fat on my face is gone and I am left with a "pancake" look. My facial profile is unrecognized as my forehead has diminished along with my temples, leaving a slope towards my now bony nose. It is very difficult to put into words the damage that has occurred. I still have 2 eyes, a nose and lips but all symmetry, all volume, all me is gone. I have not had any procedures other than ultherapy and on (B)(6), decided to research ultherapy further. To my amazement, these symptoms were detailed by many women and sadly I am not alone in my despair. This needs to stop and I need to have my face back.